Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with normal operating currents. The insulin pump passed the self-test, unexpected restart error test and off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high and low blood glucose and button error from the insulin pump. The customer's blood glucose was 400-500 mg/dl but declined to troubleshoot. The customer stated that when she primed the pump, it pauses. The customer stated that the pump started blinking and will start over again. The customer stated that she pressed act and was able to prime. The customer stated that the pump will go to 2 units and freeze. The customer stated that the issue went on for the past 2 months when it primes. The customer stated that they were not getting no delivery or motor error during priming. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.